Event description:
It was reported that a pt's lip was burned after coming into contact with a handpiece which reportedly overheated, causing a small blister to develop. No intervention was necessary to treat the burn, which resolved in approx a week's time.

Manufacturer narrative:
Though no medical intervention was required to treat the burn in this event, there have been previously reported events involving similar devices that resulted in the need for medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Consequently, it must be presumed that recurrence of this malfunction is likely to result in a serious injury. Evaluation of the device is not complete as of this report. Evaluation results will be submitted as they become available.